Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device stopped pacing when it was connected to the patient. The battery was changed and it again stopped pacing. A new device was used. No patient complications have been reported as a result of this event.